Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off multiple times while attempting to use it to deliver synchronized cardioversion to a patient. The patient was a female between (B)(6) years old. The customer did not have an exact age. The customer stated that there was no harm to the patient as a result of the reported malfunction.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off multiple times during the event. Physio replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered off multiple times while attempting to use it to deliver synchronized cardioversion to a patient. The patient was a female between 45 and 64 years old. The customer did not have an exact age. The customer stated that there was no harm to the patient as a result of the reported malfunction.